Manufacturer narrative:
D.4 device expiration date: unknown. D.4. Medical device lot #: lot was reported; however, this is not a lot # 2318741 manufactured for the reported catalog #. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle partially retracted. The following information was provided by the initial reporter: the needle didn't fully retract. The 47 year old male provider was stuck by the needle post procedure. They were performing a venous access. As part of their initial or follow-up treatment, there was a blood draw. The customer tested several others from that lot and had no other issues. Needle stick/puncture.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle partially retracted. The following information was provided by the initial reporter: the needle didn't fully retract. The 47 year old male provider was stuck by the needle post procedure. They were performing a venous access. As part of their initial or follow-up treatment, there was a blood draw. The customer tested several others from that lot and had no other issues. Needle stick/puncture.